Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a right pulmonary arteriovenous malformation (pavm) using penumbra coil 400's (pc400's). During the procedure, the physician advanced a non-penumbra microcatheter towards the target pavm, then deployed and detached two pc400's. While attempting to deploy a new pc400 into the pavm, the physician did not like the shape that the coil was taking and began manipulating it. After several attempts of advancing and retracting the coil, the physician noticed that the coil had unintentionally detached inside the microcatheter. Therefore, the physician attached a syringe to the back of the microcatheter and pulled negative pressure back. The microcatheter containing the pc400 was then removed. Thereafter, the microcatheter was flushed and used to complete the procedure with new pc400's. There was no report of an adverse effect to the patient.